Event description:
Artifact present during AED deployment. (B) (4).

Manufacturer narrative:
Method: ECG reviewed for this incident. Result: artifact present during analysis. Conclusions: this report is being filed because, it cannot be concluded that recurrence would result in an adverse event. Service labeling provides instructions for addressing artifact.